Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced difficulty voiding, dyspareunia, cystocele, mesh exposure and erosion, pain, disfigurement, infection and neuromuscular problems. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.